Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 sensor paired to an ilet system generated repeated ¿replace sensor now¿ notifications during a sensor change, after which the ilet transitioned to bg run mode requiring periodic manual blood glucose entries. Symptoms included no reported hypoglycemia, hyperglycemia, injury, or other clinical effects. Outcomes included temporary loss of continuous glucose data to the ilet and the need for manual blood glucose input until a replacement sensor could be obtained. Investigation included review of device notifications and guidance to continue therapy in bg run mode. Investigation of this case revealed a sensor end-of-life or failure condition resulting in signal loss to the ilet, consistent with a cgm communication or sensor performance issue. It was concluded, based on previously established findings for similar reports, that the cause was sensor-related functionality leading to signal unavailability, with the ilet performing as designed by entering bg run mode.